Manufacturer narrative:
The customer indicated the calibration run was within the specification prior to the event. The customer indicated the qc was within the specification prior to the event. The customer indicated the qc run (after the event) on the pm shift showed a shift high on glucose qc results. Service summary (post event): a field service engineer (fse) inspected the instrument and discovered a malfunctioning glucose electrode. The fse replaced the glucose electrode. The fse recalibrated the instrument. The fse ran qc samples and the results were within specifications. The fse verified system operation by running patient samples on the instrument and comparing glucose results with another instrument. The fse indicated the instrument was operating within specifications after the service was completed. A malfunctioning glucose electrode is suspected was contributed to this event.

Event description:
A customer contacted beckman coulter regarding the multiple high glucose results that were being generated by the synchron lx20pro instrument. The customer indicated that elevated glucose results were obtained from multiple patients on the afternoon/evening (pm) shift. The elevated glucose results ranged from 115mg/dl to 298mg/dl. Customer indicated that during a routine qc run on the pm shift high glucose qc results were observed. Customer indicated that all affected patient samples were retested for glucose. The repeated glucose results ranged from 93mg/dl to 255mg/dl. The customer did not provide any additional event information. The customer indicated that there has been no change to patient treatment that can be attributed to this event.